Manufacturer narrative:
Additional lot in product grid. The following information has been updated: b.5. Describe event or problem: it has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the "black plunger ribs are not uniform." We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 309653. Quantity affected: 3 cs. Are any samples available for return? Yes. Reported issue: per customer, the defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it. D.4. Medical device lot #: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9029536; d.4. Medical device expiration date: 2024-01-31; h.4. Device manufacture date: 2019-01-29. D.4. Medical device lot #: 8360858; d.4. Medical device expiration date: 2023-12-31; h.4. Device manufacture date: 2018-12-26. H3 other text : see h.10.

Event description:
It has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the "black plunger ribs are not uniform." We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 309653; quantity affected: 3 cs. Are any samples available for return? Yes. Reported issue: per customer, the defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it.

Manufacturer narrative:
Investigation summary: one hundred eighty-six (186) samples from lot 8360858 were returned from the customer for investigation. Twenty (20) samples were selected at random and were visually examined using unaided vision. No molding defects were observed in any of the stoppers. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation the condition reported by the customer of molding defects on the stoppers could not be confirmed. The customer reported ¿the defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination.¿ leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Based on the investigation conclusion the condition of stopper defective or damaged could not be confirmed; however, corrective and preventative action was opened to investigate, complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the "black plunger ribs are not uniform." We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 309653, quantity affected: 3 cs, lot number: 9029536. Are any samples available for return? Yes reported issue: per customer, the defect is that the black plunger ribs are not uniform and are thin enough in certain spots that they are allowing the contents to make their way past the plunger and in effect has resulted in some product loss and possible contamination. The black plunger mold is likely the problem and is not creating the proper seal inside the syringe to keep the contents within it.